Manufacturer narrative:
(B)(4). Batch # unk. Procedure name: colectomy / lowering. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
Probably the diaphragm ruptured. It kept leaking. The product was exchanged at the moment of the problem. No damage was caused to the patient. Procedure did not need to be reverted or postponed. Patient did not need to be hospitalized for more days.

Manufacturer narrative:
(B)(4). Device analysis: the analysis results found that the b12lt device was returned with no damage in the external components. In addition, only the sleeve was returned. A leak test was performed and the device was noted to leak without the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. No conclusion could be reached as to what might have caused the reported event. The reported complaint was confirmed. The batch history record was reviewed and identified a loss of air through the sleeve housing assembly defect related to the reported incident were found. When this occurs, our quality system documents the necessary actions to ensure final product quality. The final quality release criteria were met before this batch was released for distribution. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.